Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead having t-wave oversensing and a gradual decrease in r-waves over the past eight months. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.